Event description:
It was reported that the ilet pump displayed a consecutive stalled motor alert (restart 38) after a supply change, with a highest reported glucose level of 300 mg/dl, which was resolved following troubleshooting and a full supply replacement using a contact detach infusion set and ilet starter kit components; the issue is consistent with an obstruction of insulin flow associated with the connector/coupler. Customer care provided support that included communication with the user and guided supply change walk through remotely. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed deformation-related issues leading to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.